Event description:
It was reported that customer pump screen was broken, with touchscreen cracked, unreadable, and unresponsive, although pump still started, charged, and was recognized by computer. There was no reported impact to the customer¿s blood glucose level. Distributor arranged for device return for evaluation and provided replacement pump, and no additional information was received regarding further actions or outcome of event.